Event description:
Reporter indicated a patient had his vns generator and lead explanted due to infection on (B)(6) 2013. The patient had recently had vns generator replacement surgery performed on (B)(6) 2012. Signs of infection (redness and swelling) were noted on (B)(6) 2012, 3 days after the generator replacement surgery occurred on (B)(6) 2012. The cause of the infection was likely due to the recent surgery, but this was not certain. It was unknown if any cultures were done, or if any trauma/manipulation occurred. It was unknown if any other interventions were done besides explant of the vns. The patient is recovering satisfactorily from the infection at this time per the reporter.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.